Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the battery cap is stuck and cannot take off. The customer was assisted with troubleshooting to remove battery cap, was not able to remove. The customer was advised to monitor insulin pump. The customer was advised pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert noted. Insulin pump was received with stripped battery cap coin slot (p), cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.